Manufacturer narrative:
UDI #: (B)(4). The device was returned for evaluation. Investigation showed that the lock had rotational movement when the unit was not under pressure; however, the unit passed all specific functional testing when placed under pressure. No DHR review was possible as the serial number ((B)(6)) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The reported complaint was not confirmed, as the unit passed all functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00186.

Event description:
This is 2 of 2 reports. A customer reported that an a1059 mayfield modified skull clamp slipped during a posterior t1-3 intradural mass resection on (B)(6) 2020. The (B)(6) year old female patient was positioned prone for the surgery and was not repositioned at any time. When the drape was removed at the end of the procedure, slippage of the clamp was noted. The patient incurred a scalp laceration on the left side. The laceration was closed with staples. There was no delay in surgery. The customer will be sending two skull clamps for evaluation as they were not sure which of the two was used during the procedure and the staff did not immediately sequester the clamp.